Manufacturer narrative:
MFR email: (B)(4).

Event description:
It was reported that during a procedure to treat kidney stones, the fiber broke and it had to be replaced for a new one to complete the procedure. There were no patient complications.

Manufacturer narrative:
MFR email: moshe.barenboym@bsci.com.

Event description:
It was reported that during a procedure to treat kidney stones, it was notice that the fiber was broken before it was open and it did not work when was plugged in, due to that it had to be replaced for a new one to complete the procedure. There were no patient complications.